Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and do show blood in a bag that is in a airvey canister. One hundred (100) retention samples from bd inventory were evaluated by visual examination with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. Additionally, ten (10) retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to stopper creepout as all samples met specifications. There were no issues with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of stopper creepout based on the provided photos. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® lithium heparin blood collection tubes stopper was loose, thus making the blood sample leaked out. The following information was provided by the initial reporter. The customer stated: 1. Did the spilled tubes need to be recollected for testing to be completed ? Yes or no? Yes. Customer need to be recollected for testing to be completed. When customer transport sample tube from collection room to lab, the closure of some heparin tube auto push out from tube part lead to blood into tube spilled out. They use aerocom pneumatic tube system to sample transportation.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lithium heparinn blood collection tubes stopper was loose, thus making the blood sample leaked out. The following information was provided by the initial reporter. The customer stated: 1. Did the spilled tubes need to be recollected for testing to be completed - yes or no? -- yes. Customer need to be recollected for testing to be completed. When customer transport sample tube from collection room to lab, the closure of some heparin tube auto push out from tube part lead to blood into tube spilled out. They use aerocom pneumatic tube system to sample transportation.